Manufacturer narrative:
Vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 66 hour run in test with the customer's settings without any unusual alarms or conditions, but the ventilator failed the ltv final test for slight non-conformities with an internal leak and the o2 leak test. Internal inspection did not reveal any abnormalities with the ventilator but vyaire medical replaced the oxygen blender and solenoid manifold in order to address the reported issue.

Event description:
It was reported to vyaire medical that the unit had an internal air leak and a continuous hissing sound. The unit was on a patient at the time of the event. The patient's oxygen saturation level began to drop and the patient was removed from the ventilator and manually ventilated. The customer tried placing the patient back on the ventilator a second time and the patient's oxygen saturation level began to drop again. The patient was removed from the ventilator again and placed on another ventilator with no additional issues.